Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the battery was replaced due to the postoperative symptoms were not improved. Later, the patient went into the hospital for examination and found the resistance of the implanted right lead was too high. On (B)(6) 2018, the lead was replaced and the operation was complete. The patient was under observation in the hospital. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the high impedance was unknown. No further information was reported.